Event description:
It was reported that (1) device was used during a varix. It was reported by the affiliate that the msm20 clip would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.